Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("persistent menstrual bleeding / abnormal bleeding (menorrhagia)") and hydrosalpinx ("bilateral hydrosalpinx") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain, menstruation abnormal, gravida ii, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding.she denies any suicidal or homicidal ideation. Previously administered products included for prevent pregnancy: oral contraceptive nos. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole magnesium (nexium), levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy) and surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the hydrosalpinx and menometrorrhagia outcome was unknown. The reporter considered hydrosalpinx, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; in (B)(6) 2011: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia." Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Events- "abnormal bleeding (vaginal), pain", reporter added from pfs. Concomittant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("bilateral hydrosalpinx"), pelvic pain ("pain/pelvic area pain") and menorrhagia ("persistent menstrual bleeding / abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal pain, menstruation abnormal, multigravida, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding.she denies any suicidal or homicidal ideation. Previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: ortho tri-cyclen from 2006 to february 2011. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole magnesium (nexium), levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), weight increased ("weight gain") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary)), surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the hydrosalpinx, menometrorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hydrosalpinx, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; on (B)(6) 2011: total bilateral occlusion . Current weight 200 lbs. Approximate weight at the time of essure placement 160 lbs . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia" most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received: plaintiff demography added. New events psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal area pain, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ('bilateral hydrosalpinx'), pelvic pain ('pain/pelvic area pain') and menorrhagia ('persistent menstrual bleeding / abnormal bleeding (menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, menstruation abnormal, multigravida, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding. She denies any suicidal or homicidal ideation. Current weight 200 lbs. Approximate weight at the time of essure placement 160 lbs. Previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: ortho tri-cyclen from 2006 to (B)(6) 2011. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2011, levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"), 2 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooophorectomy and oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2013. At the time of the report, the hydrosalpinx, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hydrosalpinx, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-feb-2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming menorrhagia" most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ('bilateral hydrosalpinx'), pelvic pain ('pain/pelvic area pain') and menorrhagia ('persistent menstrual bleeding / abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 785528-inv,774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, menstruation abnormal, multigravida, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding.she denies any suicidal or homicidal ideation. Current weight 200 lbs. Approximate weight at the time of essure placement 160 lbs. Previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: ortho tri-cyclen from 2006 to (B)(6) 2011. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2011, levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"), 2 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the hydrosalpinx, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hydrosalpinx, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia lot number 785528 is invalid. Lot number: 774378 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ('bilateral hydrosalpinx'), pelvic pain ('pain/pelvic area pain') and menorrhagia ('persistent menstrual bleeding / abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 785528 l,774378 r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, menstruation abnormal, multigravida, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding.she denies any suicidal or homicidal ideation. Current weight 200 lbs. Approximate weight at the time of essure placement 160 lbs. Previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: ortho tri-cyclen from 2006 to (B)(6) 2011. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2006 to 2011, levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"), 2 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the hydrosalpinx, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hydrosalpinx, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia". Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ('bilateral hydrosalpinx'), pelvic pain ('pain/pelvic area pain') and menorrhagia ('persistent menstrual bleeding / abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 785528-inv,774378 r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, menstruation abnormal, multigravida, parity 2, menarche, ectopic pregnancy, caesarean section and hypothyroidism. Patient denies intermenstrual or post coital bleeding.she denies any suicidal or homicidal ideation. Current weight 200 lbs. Approximate weight at the time of essure placement 160 lbs. Previously administered products included for prevent pregnancy: oral contraceptive nos; for an unreported indication: ortho tri-cyclen from 2006 to (B)(6) 2011. Concurrent conditions included sarcoidosis, nausea, abdominal pain lower, back pain, dysmenorrhea, bleeding intermenstrual, vaginal discharge, hot flashes, vaginal haemorrhage, ovarian cyst, abdominal discomfort, uterine infection, dysfunctional uterine bleeding, menometrorrhagia, smoker, weight gain, migraine headache, upper respiratory tract infection, chills, heartburn, vomiting, endometritis, paratubal cyst and hydrosalpinx. Concomitant products included levonorgestrel (mirena) since (B)(6) 2012 for menorrhagia as well as doxycycline, esomeprazole, ethinylestradiol; norgestimate (ortho tri-cyclen) from 2006 to 2011, levothyroxine sodium, methotrexate and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"), 2 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013, underwent a hysterectomy / unilateral salpingooopherectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the hydrosalpinx, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menometrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hydrosalpinx, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent menstrual bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.